Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer stated that a lab tech went in to draw blood from a baby on the 6th floor. When a heel warmer was activated the temperature seemed to be very hot. There was no reported patient incident or injury.